Manufacturer narrative:
Investigation summary: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received two false negative results on (B)(6)2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 24149b, cartridge sn (B)(4) and (B)(4) with cue reader sn(B)(4). The customer had previously tested positive on (B)(6) 2022 with an unspecified sars-cov-2 pcr test and unspecified daily covid-19 antigen tests. On (B)(6) 2022, the customer tested positive twice with cue covid-19 test for home and over the counter (otc) use. Customer reported following symptoms with no known exposure: sore throat, cough, and fatigue. Cartridges were stored according to the instructions for use.

Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.